Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the non-tortuous left anterior descending (lad) artery. The lesion was located on a bend. The lesion was predilated with a 2.5x15 mm maverick balloon and then predilated again with a 2.5x15 mm quantum maverick balloon. The right coronary artery (rca) was wired with no complications. The same al2 guide was then used to wire the lad. There were no prep problems with the stent. A 2.75x24 taxus express2 drug eluting stent was successfully deployed, inflated to 12 atm for 30 seconds. Upon removal of the stent delivery system, after the balloon had completely deflated, the physician noticed balloon withdrawal resistance. The physician tried to inflate the balloon and push forward but it would not go back into the guide. This resistance caused the guide catheter to be pulled in farther as a result of the resistance. The stent delivery system was removed from the patient. There were no patient complications and the procedure ended with good results. Patient status reported as "ok/fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.